Event description:
It was reported that a male patient was brought into this facility ((B)(6) 2013) from another hospital with the intra-aortic balloon (iab) already inserted via the patient's right femoral artery. Upon his arrival, the pump was alarming possible helium loss. At this time the perfusionist checked the possible causes for the alarm. The pump was at 1:2 assist. It was determined that the leak was external to the inserted iab. It was decided by the doctors not to remove the iab and to proceed with the surgery. On (B)(6) 2013 after the surgery was completed, the pump alarmed helium loss and at this time the leak was larger and the iab was removed. Another iab was not inserted because the patient was stable. There was no reported patient death, injury, or complications. There was no delay in therapy. Medical/surgical intervention was not required due to the external leak in the iab. The patient outcome in listed as "no adverse outcomes." Additional information received on (B)(6) 2013 via medwatch report: patient arrived on (B)(6)2013 from outside facility for open heart surgery with right femoral iab. Upon arrival, a small helium leak was detected external to the patient. Iabp at 1:2 ratio and the patient was stable. No intervention at this time. Following the day, patient underwent open heart surgery. At the completion of the surgery, the leak had worsened. Iabp discontinued and not re-inserted. Patient remained in stable condition. No patient harm.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.